Event description:
It was reported that a patient presented to the hospital for atrial lead revision. Fluoroscopy was performed and revealed that the atrial lead and left ventricular (lv) lead were dislodged. During lead revision, the physician noted that the header set screw of the implantable cardioverter defibrillator (ICD) were stripped. The physician elected to explant and replace the ICD, atrial lead, and lv lead. The patient was discharged following the procedure.

Event description:
Additional information received indicates that there was no sensing on the implantable cardioverter defibrillator.

Manufacturer narrative:
The reported event of a set screw issue and undersensing was confirmed. The set screw of the atrial chamber was found with procedure related damage. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the reported events was found to be procedure related.

Manufacturer narrative:
A device history record (DHR) review was performed and was found complete.